Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device longevity estimate check showed a significant decrease from the estimate four months prior. The cardiac resynchronization therapy defibrillator (crt-d) will be monitored and remains in use. No patient complications have been reported as a result of this event.